Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and no event in the history file matched the description of the complaint. The reported device was received in brézins for investigation. According to our investigation, during the external inspection, nothing visual were observed. However, the keypad was found to be faulty with four keys out of order. It was changed and then a flowrate test was conducted and was compliant compared to IFU specifications and the test showed no change in flow rate over the 50 hours of infusion. A quality control check was carried out, and the device passed all tests except for the keyboard test, which was previously found to be faulty. Noting was noticed during the device internal check. For this complaint, no technical cause could be identified in link to the reported event (infused too quickly). This complaint is not valid because no issue related to description but regarding the defective keypad, a second complaint needs to be opened on this device so that it can be included in our trends and considered for the repair action. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.

Event description:
The following has been reported: complaint was reported to us by our internal pump repair centre. Unit was involved in an incident were it infused too quickly. On the (B)(6) 2024 syringe was connected to run at 1ml/hr. Nurse returned after an hour to find rate had changed to 24ml/hr and syringe was finished. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.